Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. Foreign body in patient is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and a cause for the difficult grasping (difficult or delayed positioning) could not be determined. The entrapment of device or device component in this complaint appears to be related to procedural conditions/user technique. The foreign body in patient was a result of procedural conditions related to entrapment of device. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip entanglement. It was reported the procedure was performed to treat grade 4 mixed mitral regurgitation (mr). The clip was advanced to the mitral valve. Grasping the leaflets was difficult, during grasping attempts the clip got caught on chordae. The clip could not be freed and was deployed on chordae. Another clip was implanted, reducing mr to 2. No additional information was provided.